Event description:
It was reported by the rep, a surgeon was using a hand piece with a dh105 blade on a third tonsillectomy of the morning. The hand piece was flushed and rinsed in saline between cases. The surgeon made the comment during the end of the case the hand piece felt hotter than in other cases. When the dr took the hand piece out of the mouth, the pt's tissue in the corner of the mouth as well as about a half inch in on the face was stuck to the hand piece. The dr applied some type of balm on the affected area, and had a plastic surgeon come in for a consult. The result of the consult is not known. The hand piece was the rep's hand piece. The blade and hand piece will be returned.